Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced into the patient anatomy and the leaflets grasped; however, there was no satisfactory reduction in the mr. The clip was opened, and it was noted that the grippers were lowered all the way to the clip arms, but could not be raised. Additionally, it was noted that the anterior leaflet appeared to be attached to the cds, possibly to the gripper line; therefore, the cds was unable to be retracted into the left atrium. The decision was made to re-grasp the leaflet and deploy the clip, with the clip arms and the gripper arms on the same side of the leaflet (on the ventricular side of the valve). The clip was deployed and remained attached to both leaflets. A second clip was then deployed to stabilize the clip, reducing mr to grade 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. The reported entrapment of device appears to be a cascading effect of gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.